Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the issue was pull of suture needle or breakage needle? Please confirm. Breakage needle. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Not reported. Did the needle fall into the patient? Yes, and it was removed. If yes, was the needle piece removed from the patient during the same procedure?=>yes. Was there any patient consequence or injury? Fall into body, but no injury was reported. What is the patient¿s current health status and condition? Unknown. Was any other tissue damaged as a result of searching the needle? Not reported. What is the lot number? Unknown. The procedure was a cesarean section, and the product was used for subcutaneous suture. After that, there was no problem with the patient¿s condition. The surgeon used the product according to the conventional procedure.

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used for subcutaneous suture. The suture method was interrupted suture. During the procedure, although the surgeon used the product as usual, when putting the stitch, the needle was broken at the swage part. Because the surgeon could not find the broken tip, he took an x-ray, found the broken tip, and took it out. After that, there was no problem with the patient¿s condition. The operation time was extended within 30 minutes. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/27/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was identified as product code vcp772d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.